Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Customer's age and weight are unknown.

Event description:
The customer reported that a blood glucose reading on the contour next one meter was 30 mg/dl different when compared with the reading obtained on another meter. The specific readings compared were not provided. The difference could fall in zone "c" the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter, test strips and control solution were sent to the customer.